Event description:
It was reported that 9 to 10 days following a low anterior resection there was an anastomotic leak. The device appeared to function correctly during the case. The donuts were complete and there were no bubbles during the leak test. The patient required an emergency reoperation. The device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: the exact product code has not yet been provided, the code is either a cdhxx or ecsxx. The code entered is being used as a place-holder. The rep met with the hospital on friday, and they are quite puzzled as to the cause. They are doing an investigation from the hospital¿s perspective to see if anything has changed. So far we know that the six surgeons are experienced users and have been using the devices since 2006. Their technique has not changed. During reoperations the staples were intact; however, there were anastomotic leaks. They are looking at patient factors and medication, their investigations continue. The only change identified to date, is that they changed they type of lubricant used to introduce the instrument into the anus. The rep provided the following additional information during a rapid response team internal call: ¿during the re-operations, necrosis and edema of tissues were seen around the anastomosis, however the staples were well formed (b-shape). ¿one of the patient¿s is still hospitalized in critical, but stable condition. ¿during the initial operations the users heard the crunch; there were two complete donuts and the anastomosis passed the leak test. ¿a purse string device was used to create the purse string in each of the surgeries. ¿there has been no change to the surgeon¿s technique in dissection of the bowel. ¿there was no tension on the anastomosis. ¿the hospital is compiling non-identifying information from the patient¿s charts relating to these surgeries. This information should be made available soon. ¿the five surgeries occurred in the past month. We hope to obtain dates from the information being compiled by the hospital. ¿the hospital is interested in speaking with the ees team.